Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that on 2025-mar-03 the patient contacted the clinic reporting multiple alerts via his personal therapy manager (ptm) reporting a pump motor stall. The pump was interrogated. Interrogation revealed a motor stall with recovery on 2025-jan-30, 2025-feb-03, 2025-mar-01 with a second stall recovering on 2025-mar-02, and on 2025-mar-03. The patient was provided with prophylactic clonidine, promethazine, and hydromorphone. The patient was advised patient to remove any jewelry, as he has history of magnetic jewelry possibly stalling the pump.the pump was replaced, as it was also nearing normal end of battery life.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2024 the programmer revealed that a pump motor stall with recovery occured. The stall was noted to be likely secondary to a magnetic lanyard that the patient was wearing. Later device interrogation revealed another motor stall with recovery on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient presented for a pump refill and device logs were read. Pump motor stalls with recoveries occurred on the following dates: (B)(6) 2024. The patient demonstrated the magnet he wears around his neck does reach his abdomen where the pump is implanted and is strong enough to hold his phone. This magnet likely caused the motor stalls. Patient reports after the stall on (B)(6) 2024, he began positioning the magnet and phone on the side of his abdomen opposite his pump and the pump has not stalled since.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine (30 mg at 6.47848 mg/day /) and dilaudid (hydromorphone) (1.5 mg at .32392 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump motor stalled; he denied an MRI and reported he had not left his home. The pump was interrogated and revealed a pump motor stall with recovery 31 minutes later without a known cause.